Manufacturer narrative:
The pump passed the displacement, rewind, seating and basic occlusion tests. No unexpected insulin flow blocked alarm was noted during testing. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests. The pump was received with a cracked reservoir tube lip and a scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The customer reported that the device was able to prime properly, but was unable to bolus. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.